Event description:
It was reported that the end-user noticed that his "skin erupted" at and beyond the edge of the tape border of the appliance around the (B)(6). End-user describes the rash as red; very angry, weeping with burning and pain which started at the right side only, but now is completely around the appliance and extends distally on the right abdomen, but not located under the appliance. It is further reported that the end-user has been seen by two (2) wound care and ostomy nurses who treated the affected site with antifungal powder with no improvement and placed on a seven (7) day course of methylprednisolone, also with no improvement. Lastly, it is reported that the end-user has also tried several different appliances to no avail and is currently using kenalog cream and stomahesive powder to treat the affected site.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. The end user has an appointment with the primary care physician and was referred to a dermatologist. Patch testing was also discussed. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.